Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to detached endcap. Unable to perform occlusion test due to prime alarm. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not able to exit the rewind, prime screen. It was reported that the customer had a blood glucose level of 330mg/dl. The customer states trying to manually prime, but not being able to, because the device was stuck in the rewind screen. It was also reported that the device is damaged on the right side of the pump. It was reported that the device is opened on the right side by the up and down arrows. The customer states that the device has been dropped several times. It was reported that the customer was advised to discontinue use, and that the device would have to be replaced.